Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a check up the day after implant, the atrial lead was found to be dislodged. The lead was replaced. No patient complications have been reported as a result of this event.